Event description:
It was reported that during a laparoscopic anterior resection procedure, it was stated that there was an issue with arming the trocar initially and when he went to insert the red activator button, it kept popping back up, forcing the surgeon to keep activating the trocar, therefore, causing more trauma to the port side as he was pushing creating a larger hole as had to enter at different angles. They eventually got the trocar in but had to suture close the larger hole around the port site to stop the gas leaking. The sister opened another trocar from the same batch to see if it was a batch problem. They closed the port site after the operation and the patient went home but presented back within three days with small bowel obstruction. The bowel had slipped between the peritoneum and muscle but not through the fascia so they took her back to theatre where they dealt with it locally and did not need to open. Patient is now ok. The surgeon is a user of dilating tip trocars. The customer disposed of the devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.